Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plum set that the customer reported that there was no leakage from the infusion bottle and chemotherapy drug tubing connector but the chemotherapy drugs and crystalized residue on top of the pump set came into contact with the operator when checking the tubing. The customer also stated "a noticeable amount of fluid below pump set airway". No other information was provided.